Manufacturer narrative:
The local representative and physician were notified that based on detailed review of the device¿s stored data, boston scientific¿s engineers recommended that the patient should be scheduled for device replacement as therapy availability could not be guaranteed. The patient was presented back to the electrophysiology (ep) laboratory in late-march 2018 and this s-ICD device was explanted without incident. This s-ICD device was received at boston scientific's return product department and is currently undergoing detailed laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was interrogated and a memory download was performed successfully. Manual electrical measurements indicated normal operation of sensing and shocking functions. Detailed review of the device diagnostic data revealed that no automatic lead impedance and battery measurements were performed between (B)(6) 2017 and (B)(6) 2018. The device then began to operate normally once the device firmware was upgraded on (B)(6) 2018. Further analysis of the memory indicated that there was likely a corrupted value within the programmer area of random access memory (ram) that prevented the device from completing automatic lead impedance and battery measurements. This corrupted value also resulted in the inability of the device to reset when the corruption was detected. Despite extensive analysis, the root cause of the memory corruption could not be determined because the device performed a reset when the firmware was upgraded.

Event description:
Boston scientific received information that this local representative contacted boston scientific¿s technical services. The local representative reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device demonstrated unexpected sensing artifacts on presenting s-ecgs and an untreated episode that was stored in the latitude system. Upon interrogation in the clinic, the presenting s-ECG was normal. Further review of stored data found that this behavior was observed in presenting s-ecgs since (B)(6) 2017. The technical service¿s consultant recommended that the patient perform weekly patient initiated interrogations, and the device¿s diagnostic data should be evaluated by boston scientific¿s engineering group. Engineering analysis of stored data noted that this system error was detected in (B)(6) 2017; however, the device did not reset as expected. This was approximately the time when unexpected sensing artifact started to appear in ecgs that were transmitted to latitude. Automated device diagnostic tests, such as battery and impedance measurements, had not occurred since the time of the system error. No diagnostic alerts had been recorded in the device memory, and based on the uncorrected system error, it was unknown if therapy had been available to the patient if needed. The normal behavior observed in-clinic was likely the result of an automated firmware update upon interrogation, which resulted in a device reset. Engineering analysis concluded that device memory corruption had likely occurred, but the device did not correct it as expected. This memory corruption may have been the result of a single-event upset (seu); however, a possible intermittent hardware issue cannot be ruled out based on the available information/data, and thus therapy availability cannot be confirmed.